Event description:
Patient experiences an extremely bad taste in her mouth after flushing with this brand (braun) of ns flush. Dose, frequency & route used: 10 ml IV prn. Event abated after use, stopped or dose reduced: yes. Event reappeared after reintroduction: yes.